Event description:
It was reported that Tandem Mobi pump issued recurring cartridge alarms, during which customer¿s blood glucose level was reported as high but specific value was unknown. Customer addressed high blood glucose with a correction injection using multiple daily injections, switched to multiple daily injections as backup insulin therapy, and did not need help from a third party, while Technical Support arranged replacement of both pump and cartridge with updated software.

Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown.